Event description:
It was reported that this right ventricular (rv) lead has no capture and impedance was slowly increasing. Subsequently, this rv lead was explanted due to fracture. A new lead with the same model was implanted and will continue to be monitored. No additional adverse patient effects were reported.